Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that geometry of the c-arm was unavailable. Review of the logfiles shows possible image module for movements system fluros and some geometry errors. Upon troubleshooting, the philips field service engineer (fse) went onsite and found that the site had a power test last night for which ups was shut off and reset the main power. To resolve the issue, the fse restarted ups and test runs were made. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.